Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. The hosp did not report any pt effects. Refer to MFR report #2242352-2013-01354 and 2242352-2013-00727 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and slightly evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).